Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (on 15-jan-2011) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6b, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 brand name. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that the patient sustained injuries on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of bard mesh pre-shaped. Per op notes, ¿a large indirect inguinal hernia sac with omentum was identified in anteromedial aspect of the internal ring, the omentum was reduced and the hernia sac was dissected. A bard mesh pre-shaped was placed and sutured¿. On (B)(6) 2014 - patient had pain and increasing drainage from right groin area. On (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia, infected mesh, abdominal wound drainage, thereby underwent open repair with explant of bard mesh pre-shaped. Per op notes, ¿there was a large granuloma with pus around the mesh which was then excised and noted that the mesh was not incorporated well. After mesh removal there was a scar tissue in that area¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that the patient sustained injuries on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.